Event description:
Received a telephone call from sales representative reporting that account received cases of arterial bloodlines from this lot number, with many of the lines having severe kinks below the drip chamber and at the patient connector. Lot pulled from stock. No patient injury reported. Contacted facility spoke with chief tech., he will fed-ex one case back for evaluation.